Event description:
A pt (B)(6), was enrolled in (B)(6) for stress urinary incontinence. The pt was injected with 0.7 ml on (B)(6) 2011. The pt reported a urinary tract infection (B)(6) 2011, which was confirmed by urinalysis, urine culture and sensitivity. The pt was treated with cipro 500 mg bid on (B)(6) 2011. The infection resolved on (B)(6) 2011. The physician assessed the event as moderate in severity and probably not device related. The pt reported having leukemia on (B)(6) 2012. The pt was treated with chemotherapy on (B)(6) 2012. It was not reported as resolved at this time. The physician assessed the event as moderate in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary tract infection had resolved. A review of the device history records indicates the reported lot #1024843 met all specs prior to release. No deviations were noted.